Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 411 mg/dl. Customer reported that they felt okay to perform troubleshooting. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode was active on the insulin pump. The insulin pump will not be returned for analysis.